Event description:
Boston scientific received info that after the recent implant of this right atrial lead, it was noted the lead may have micro-perforated the heart wall resulting in pericarditis. Decreased sensing and increased thresholds were also noted due to the possible perforation. A chest x-ray will be taken in the near future to further evaluate the issue. No adverse pt effects were reported. The lead remains in service. No further info is available. This report will be updated if more info becomes available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.